Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had a safety valve open, electric outage occurred intermittently on account of thunders. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
A service engineer (se) inspected the device and found the unit to power up normally. It was found in the background check logs that the voltage of the breath delivery (bd) printed circuit board (pcb) had been out of the acceptable range. The unit passed testing and operated within the manufacturing specifications. It was suspected that the excessive voltage/current had been due to the lightning surges. If information is provided in the future, a supplemental report will be issued.